Event description:
The customer reported the battery is not making good contact inside the device. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted once the investigation is complete.